Event description:
The complainant is a type ii diabetic. Complainant did a blood glucose measurement using the glucometer elite xl and obtained a result of 155mg/dl. Not feeling well, complainant went to a local emergency room where the blood glucose was tested (method unknown) and a result of 682mg/dl was reported. The complainant was hospitalized and was treated with intravenous insulin. While on the phone a review of the operation of the system was conducted. Check paddle results were consistently high out of specification. The customer did not have any control solution for further investigation. Since the check paddle was out of specification the meter system will be returned for evaluation. Replacement materials are being provided to the customer.